Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician did not like the qrs morphology produced by the right ventricular (rv) his bundle lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.